Event description:
It was reported that the patient received inappropriate therapy due to undersensing was observed via merlin.net. The patient was asymptomatic. Programming changes were made during the follow up visit. Patient condition was unchanged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.